Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed (unknown alarm) during therapy, [drug was norepinephrine, unknown volume, rate and dose][care area unknown] with an error message requesting restart. When it was restarted, the infusion information was not saved and device had to be reprogrammed. Patient's blood pressure (bp) dropped to mean arterial pressures around 40 and the patient became bradycardic. Once a new pump was programmed, the patient required higher doses of norepinephrine to maintain bp. No additional information is available.